Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the pump did not recognize the filled cartridge during the load step and had experienced a loss of prime. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate prime issue. Rewind, load cartridge, and prime steps performed successfully with no alarms. No loss of primes occurred during testing. A loss of prime was induced; pump gave an audible and visual alert. The pump was exercised for 29 hours and found to be operationg within specifications.